Event description:
It was reported that the patient was complaining of their heart skipping. A holter was done and the patient had a 3 second pause. Follow-up was done and the 3 second pause was believed to have been from the implantable pulse generator (ipg) performing capture management threshold testing. After correcting the time on the device, the testing time and pause correlated. Capture management was turned off. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead; implanted 2013 (B)(6). (B)(4).